Event description:
It was reported that during a lienectomy procedure, the staples malformed. The pt was bleeding. An er320 was used to stop the bleeding. The pt lost 800cc of blood and required a transfusion, although the number of units is not known. There were no other pt complications and the pt is doing fine.